Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. The tactra device was explanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. The tactra device was explanted. There were no patient complications reported.